Manufacturer narrative:
Hard disk drives are off-the-shelf sub-components made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying the sub-components as the source of failure.

Event description:
Customer reported that their acuity was down with "uncorrectable data errors" being displayed. With welch allyn tech support's help, customer ran the fsck in single user mode, to repair the corrupted hard disk drive (hdd). Once rebooted, centralized monitoring was restored. This resulted in a temporary inability to centrally monitor pts; however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event.